Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the drain was placed for an abdominal abscess and the hub detached immediately after placement, while dressings were being placed. No section of the device remained in the patient and the patient received a new tube placement at that time the hub detachment was noticed.